Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting the touchscreen on a v60 ventilator was not responding to touch, nor passing calibration. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely and advised the customer to complete another calibration and retest the unit. Biomed reported a v60 touchscreen calibration resolved the problem. The device was operational after repairs were completed. The unit has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00166. All information from the original report(s) has been transferred to this report.